Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 2 instances of battery compartment and cap with moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 3 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to battery compartment damage, battery compartment leaks, and moisture within the battery compartment. During investigation for unrelated complaints, there were 17 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment damage and cap damage w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-37 years of age and between 108 and 246 pounds. Of the reported patients, 3 were female.